Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Device report from the (B)(6) indicates a liss plate broke post operatively.